Event description:
Resident was transferred by 2 certified nursing assistant's from her bed to her wheel chair. Resident stated she felt a cramp in her leg. Certified nursing assistant's sat her down in the wheel chair. When they looked at her leg, she had a large skin tear approx 10" long running down her left calf. She was sent to the hospital & returned with 18 sutures. The cresent shaped blunt plate that the wheel chair legs attach to appears to be how the injury occurred. With her calf up against it & the force of her sitting down, caused the injury.